Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Conclusion(s): a temporal relationship exists between pd therapy with the liberty cycler/liberty cycler set and the patient¿s hospitalization for peritonitis (characterized by stomach pain and discomfort). However, there is no objective evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. The patient¿s peritonitis was attributed to pseudomonas organism which are bacteria present in soil and water and favor moist areas. Therefore, it is reasonable to associate the patient¿s peritonitis to contamination via the shower water, as reported by the pd nurse. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis and stomach pain on (B)(6) 2019. The patient¿s hospital cultures were positive for pseudomonas (species and culture date unknown), which was attributed to the patient¿s shower water. The patient was prescribed and treated with an unknown course of antibiotics. The patient is still in the hospital. The patient had their catheter removed in the hospital and is being transitioned to hemodialysis due to a decline in short term memory (unrelated to pd therapy). It is unknown if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.